Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's right eye (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to patient's adverse events that included:(pupillary block) elevated iop, pigment dispersion and refractive change over time. Physician stated the cause of this events are due to high myope and lens. Lens was exchanged for a non staar lens. Patient is doing well.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - intraocular pressure rise; pupillary block; pigment dispersion; refractive change over time. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review, medical review. Results: device history record review: after a review of the device history record, it has been determined that nothing in the manufacturing process can be identified as the cause of this complaint. In addition, the lens was not indicated to have been received damaged or defective in any way by the facility. It is unclear if the lens itself caused or contributed to the onset of the adverse events reported. Therefore, no root cause can be identified. Medical review: od: reportedly collamer single piece iol was explanted/exchanged eight months postoperatively to address elevated iop caused by pigment dispersion. The iol is to be implanted in the posterior chamber and in the capsular bag through a tear-free capsulorhexis." The secondary surgically intervention was uneventful and competitor`s lens was successfully implanted. Patient noted to be doing well (va 20/15). According to the report from the surgeon the most likely cause of the event was patient related factor (high myopia) combined with the device. Pigment dispersion syndrome is produced when iris pigmentary epithelium pigment deposits pass through the aqueous humor and are dispersed throughout the anterior segment. Procedure related factors such as: iol placement in the sulcus, excessively broad capsulorhexis, or de-centering iol which could facilitate one of the haptics or a part of optic zone taking a more anterior position, could give rise to iris indentation and cause pigment dispersion. It should be noted that at the time of the surgery the patient was (B)(6) and the lens was implanted off-label since per dfu indications:" the collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lenses are intended to correct aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by cataract extraction. Conclusions: based on the complaint history and work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Results: a visual inspection of the returned product found the lens torn in 3 pieces. Two pieces of the lens are stuck together. The lens was returned dry. There was evidence of clear surgical residue on the lens. Conclusions: based on the complaint history, lens work order and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).